Event description:
A (B)(6) female admitted (B)(6)-2010 for total laparoscopic hysterectomy for menorrhagia and pelvic pain. Had tried oral contraceptives and nsaids without success. Surgery was completed under general anesthesia on (B)(6) without complications, ebl 150 ml, and an on-q pain pump was placed. Medications given during this stay: rocuronium, fentanyl, midazolam, dexamethasone, ondansetron, hydromorphone, ketorolac, diphenhyramine, meperidine, on q ball (presumably bupiv), docusate, cephalexin, cefazolin, ibuprofen, propofol, lidocaine, percocet, glycopyrrolate, neostigmine. The patient was discharged after an uncomplicated stay. She returned to the emergency department on (B)(6) for shortness of breath. She was discharged with a diagnosis of sob of uncertain etiology. The d-dimer was elevated but vq scan negative for pe. The incision was somewhat red, so cephalexin was prescribed. She returned to the ed on (B)(6) with chills and abdominal pain. Complained of "heavy chest", possible allergic reactions to marcaine and zestril. She was discharged with a diagnosis of acute (B)(6) of unknown etiology and instructions to follow up with her primary provider. It is suspected that this patient experienced drug-induced (B)(6). She received multiple medications in the hospital and it is not clear which medication may have caused this problem.